Event description:
There was an allegation of questionable triglyceride (trigl) results from the cobas 6000 c501 module. The initial result was 305.6 mg/dl and the repeat result was 93.5 mg/dl. The questionable result was not released by the laboratory and the repeat result was believed correct.

Manufacturer narrative:
The reagent lot number was 743372. The expiration date was requested but was not provided. The field service engineer found the reagent pipette was colliding with the cell cover and was bent. This was corrected. The investigation determined the service actions resolved the issue.